Event description:
The customer reported that : "this incident was reported on 20/02/2025 by the (B)(6) hospital. The plate was installed on (B)(6) 2024 on a fracture of the left radius. On (B)(6) 2025, the broken plate was removed, and a new plate was fitted."

Manufacturer narrative:
Once the investigation is completed any additional information will be reported in a supplemental report.

Manufacturer narrative:
The reported event could be confirmed, since the plate was returned broken. The device inspection revealed the following: the plate is broken apart at the level of the third hole. The scratches observed across the plate were most likely caused by the explantation of the device (not related to the breakage). The breakage surface resembles a fatigue fracture with uniform fine-grained texture over almost the complete surface and presence of rest lines. The shiny surfaces indicate the fragments rubbed against each other during the crack progress before the plate broke apart. Relevant dimensions were measured and showed the plate to be conforming to specifications. Since additional medical records were provided, the event has been forwarded to medical affairs, with the following review: « unfortunately it is not possible to provide an answer. Only based on the timeline, it might suggest there is a non-union: if the bone does not unite, the implant will fail, because it cannot replicate normal bone. However, without additional information, like pre-revision x-rays, we cannot determine anything. » a review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. The broken plate was returned for evaluation and no product related issue could be detected. The evaluation of the device has shown that material fatigue due to high loads did lead to the breakage. As mentioned by medical affairs, the available information did not allow to determine the root cause of the breakage, as further documentation (such as pre-revision x-rays) would have been necessary. If more information is provided, the case will be reassessed.

Event description:
The customer reported that: "this incident was reported on (B)(6) 2025 by the ortho-traumatology operating theatre of the (B)(6). The plate was installed on (B)(6) 2024 on a fracture of the left radius. On (B)(6) 2025, the broken plate was removed, and a new plate was fitted." (B)(6) 2025 - additional information received: the patient did not move, she was immobilized. She started having forearm pain, without shock or trauma.